Event description:
The account alleged that the bed exit alarm when turned on high sounds like it's set too low. No patient impact.

Manufacturer narrative:
The account replaced the scale and patient position module power control board with external buzzer kit to resolve the issue.